Event description:
The customer reported that an infant suffered a skin burn as a result of using philips electrodes/monitor.

Manufacturer narrative:
The customer reported that an infant suffered a skin burn as a result of using philips electrodes/monitor. Based on the available info, philips does not have concrete evidence that a serious injury occurred (no info has been made available supporting that either emergent care was administered or permanent damage occurred). Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.